Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient started shaking worse than normal on their right side, which started the day prior. The patient reported that the ins was on and okay. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.